Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and flashing a white screen. The customer¿s blood glucose level was over 300 mg/dl, treated with bolus and current blood glucose was 244 mg/dl. The customer was assisted with troubleshooting and the display did not return and blank currently. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a constant blank/flashing white light on the display due to vertical cracked lcd controller printed circuit board. Unable to verify missing segment due to blank/flashing white light on the display.